Manufacturer narrative:
The hospital declined to have unit evaluated or serviced by ge healthcare service representative. Resolution is unknown.

Event description:
The hospital reported a intermittent issue with the bellows, possible loss of mechanical ventilation. There was no report of patient involvement.